Event description:
It was reported that the customer had high blood glucose levels, diabetic ketoacidosis, and was vomiting. Customer forgot to order supplies in a timely manner.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.